Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a broken cartridge package. No injury was reported.

Manufacturer narrative:
(B)(4). Correction: during a review of the event history, it was discovered that failure code 808:02 occurred twice on 05 april 2010 during an infusion. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02 on channel a. It is unknown when this event occurred. During baxter's review of the device event history, it was discovered that the event occurred during delivery; therefore, an interruption of delivery occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cuase was a faulty channel a phm (pumphead module). Channel a phm has been replaced.a follow-up medwatch report will be submitted if additional information becomes available.